Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an unknown patient receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that there was an overdose event that had occurred around the time of the pump and catheter being replaced. No further details were available. No further issues were reported or anticipated.